Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23 sapien 3 ultra resilia valve, an annular rupture and aortic dissection occurred during valve deployment. There was difficulty crossing the native annulus due to a tight valve with extensive calcium. The guidewire position was maintained, and the valve was successfully deployed. Following deployment, a circumferential pericardial effusion was observed when the patient's blood pressure dropped. The patient was intubated and pericardiocentesis was performed, and bleeding could not be controlled. The patient was not considered an operable candidate. Per report, the heavy calcium likely contributed to the rupture during deployment. The crossing difficulty with the pusher back and exposed caused the dissection in the ascending. The calcium likely caused the rupture upon inflation. There was no device damage observed upon removal. The patient expired on the day of the procedure due to annular rupture and aortic dissection.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, and investigation conclusions, h10 (related report number) have been updated. This report is 1 of 2 being submitted for this complaint (h10). The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the native valve was heavily calcified. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the complaint for difficulty or inability to cross native annulus and/or bioprosthesis has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification) contributed to the reported event. It was reported that 'the patient native valve was heavily calcified'. Additionally, imaging revealed the presence of calcification. Patient factors (i.e. Calcification) can create constrained sections of the anatomy or a challenging pathway, which may hinder the passage of the delivery system and cause difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.